Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter during a procedure the device did not cut at all and there was a tissue sticking issue. No patient injury resulted.

Manufacturer narrative:
Correction:evaluation summary: one device was received for evaluation. The device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue-sticking was observed. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instruction for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.